Event description:
It was reported to philips that the system gave an error indicating an issue with positioning the collimator, causing a delay to the procedure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was being performed and was completed as planned on the same system without any delay. Customer reported to philips an issue with the system shutter position. The philips remote service engineer (rse) inspected system remotely and reviewed system log files, which revealed drive not calibrated error. The philips field service engineer (fse) visited system onsite and performed troubleshooting, then decided to replace the amc drive due to loss of settings over time. To resolve the issue, the fse replaced amc drive, made required adjustments and backups, then verified the system operation, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported shutter position issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.